Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2mrn2, implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their previous implant was removed and a new one was put in because the old one was broken. Agent asked patient for more details on what happened with the previous implant and patient stated that healthcare provider (hcp) did a scan and saw that a piece was broken and it had migrated. Patient thought it was the lead but they were not positive on that. Patient mentioned they went to hcp office on (B)(6) and that's where they took a look and they could see that it was broke. On 2025-feb-17, information was received from a patient. It was reported that they were in pain due to the implant was removed and they put a new one. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot # va2mrn2, implanted: (B)(6) 2022, explanted: (B)(6) 2025. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.